Event description:
It was reported by the customer that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by tandem technical support to perform a system check, but no issues were identified. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Customer changed pump supplies to address the issue.